Event description:
It was reported that prior to an unknown procedure, the device made error noise but no error code given. Handpiece initially tested to be ok. Subsequent cases showed the same problem. Handpiece tested again, this time showing faulty handpiece. There was no reported patient consequence.